Event description:
It was reported that the patient presented during a dual chamber implantable cardioverter defibrillator implant. Upon interrogation, the right atrial lead exhibited loss of sensing and loss of capture. The physician noted that the suture had gone through the suture sleeve and the outer coating of the lead. The physician removed and replaced the lead on (B)(6) 2019. The patient was in stable condition.